Event description:
Following a successful ischemic left ventricular tachycardia ablation, the patient expired 5 days post procedure. The ablation was performed with a flexibility catheter via retrograde aorta approach. The patient decompensated in the recovery room requiring surgical repair of a pre-existing abdominal aortic aneurysm that was not known prior to the procedure. Per the physician, the aneurysm was perforated during access with the ablation catheter. Organ failure was the presumed cause of death.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported death was likely due to organ failure due to perforation of a preexisting abdominal aortic aneurysm.